Event description:
It was reported the patient experienced withdrawal symptoms of sweating and "heart attack like symptoms". The withdrawal and symptoms were abrupt and the patient did not hear an alarm. It appeared the alarm failed as the patient had heard it before and did not hear it, this to indicate that there was something wrong with the pump. The patient went to the emergency room in 2009, and the manufacturer's representative checked the pump and confirmed that it was completely depleted, at end of life. The pump was replaced four days later. The drug in the pump was morphine (pf morphine sulfate). No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.